Event description:
Philips received a complaint on the early vue vs30 indicating that the non-invasive blood pressure (nibp) measurements were unreliable. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer and determined that the nibp assembly required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the most likely cause of the reported problem was the nibp assembly. A replacement nibp assembly was ordered and shipped to the customer site. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).